Event description:
This report summarizes twelve malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. The information was received from various sources. All twelve malfunctions involved patient with no patient consequences. Of the twelve patients, seven were male and five were female, eleven patients ages range between 35-83 years and three patient weight range between 185-278lbs. All other patient details were not provided.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced malposition of device and perforation. The information was received from various sources. All twelve malfunctions involved patient with no patient consequences. Of the twelve patients, seven were male and five were female, eleven patients ages ranged between 35-83 years and three patient weight range between 185-278lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported twelve malfunctions, lot numbers were provided for eleven malfunctions, therefore, a lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all twelve malfunctions and images were provided for one malfunction. Out of 12 malfunctions, 8 malfunctions were confirmed for filter perforation and tilt. Two malfunctions are confirmed for alleged perforation but inconclusive for tilt. For one malfunction, perforation and tilt are both inconclusive. The remaining malfunction is confirmed for reported filter perforation, however, unconfirmed for filter tilt. Based on the information provided, a definitive root cause has not been determined. The devices were labeled for single use. H10: d4 (corporate lot no: gfug3527, gfwg2918, gfyc1453, gfua4088, gfvh0138, gfuj2236, gfvf4247, gfui2729, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.